Event description:
It was reported the patient experienced pain at the ipg site. Subsequently, the patient underwent surgical intervention on (B)(6) 2014, where the ipg pocket site was revised and moved to a new location. Follow-up information revealed the patient has effective stimulation and the pain at the ipg site has resolved.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.